Event description:
Information received indicates the hi/low is drifting on the bed.

Manufacturer narrative:
The technician found grease had migrated from the drive screw to the hi/low brake drum. The technician cleaned the hi/low drive assembly to repair the bed.